Manufacturer narrative:
Affected product was not returned, but the devices that contained the same lot number were returned, sunmed received 12 devices from customer which all had the same lot number of 144, a total of 12 devices returned 9 out of the 12 failed to light. The 9 devices that failed to light under went a teardown analysis. Device #1, had corrision on batteries, as well as inside battery cartridge. Device #2, corrision was on 2 out of the 3 batteries, there also appeared to buildup of corrision debris inside of the cartridge. Device #3, 2 out of the 3 batteries had corrision build up, as will as build up inside battery cartridge. Device #4, had build up on 2 out of the 3 batteries, one of the two batteries had build up around the ring area, as well as corrision in the battery cartridge. Device #5, 1 out of 3 batteries had corrision present on the flat surface area, device # 5 appeared to be the least affected, but still had corrision pressence on button cell and inside battery cartridge. Device #6, had corrision on 2 out of the 3 batteries, the battery had corrision presence, but minimal, coparing to the other devices. Device #7, had corrision build on 3 out of 3 batteries, and 2 out of the 3 batteries had excessive build, corrision debris fell out of cartrdge when performing teardown analysis. Device # 8, had corrision build up on all 3 batteries and inside battery cartridge, there was also corrision on coil spring, which was not present in any of the previous device teardowns. Device # 9, had corrision build up on all 3 batteries and inside battery cartridge, there was also corrision on coil spring, which was not present in any of the previous device teardowns. All devices contained the same type of battery, which was a wecodo button cell, which is no longer being used in current product. The change from wecodo to golden powerbutton cell started with lot numbers 145.

Event description:
The customer alleges that "four handles would not light up during patient intubation." No other details were provided.